Manufacturer narrative:
The investigation is ongoing. Device not accessible.

Event description:
As reported through an edwards partners clinical trial, approximately 5 years and 4 months post tavr, the patient underwent a redo aortic valve replacement for symptomatic aortic stenosis. Upon review of medical records, post valve deployment, the echo revealed a mean gradient of 22.4mmhg. At 30-day post operative, an echo revealed mean gradient of 21mmhg with trivial paravalvular leak (pvl). An echo at 1 year revealed a mean gradient of 15mmhg with an aortic valve area (ava) of 0.80mmhg with trivial pvl. At the 2-year follow up, echo revealed mean gradient of 16mmhg. An echo at approximately 3 years revealed a well seated an ava of 1.28 with mean gradient of 22mmhg. At the 4-year follow up visit, the echo revealed a well seated sapien 3 valve with an aortic valve area (ava) of 0.75cm2, with a mean gradient of 24mmhg with mild pvl. The patient continued to be monitored. At 3 months post 4 year visit an echo was performed to assess possibly worsening dyspnea on exertion. The echo (tte) revealed aortic valve mean gradient of 35mmhg with an aortic valve area (ava) of 0.87 cm2. The patient was medically treated with a 3 month repeat of an echo (tte).

Event description:
Upon review of medical records, the patient presented with severe symptomatic aortic stenosis secondary to failing edwards sapien 3, 20 mm valve placed approximately 5 years post implant. The patient had a mini sternotomy, transcatheter heart valve explant, posterior aortic annular enlargement with bovine pericardial patch, aortic valve replacement with a surgical valve. During the explant procedure, a well-seated transcatheter heart valve, minimal thrombosis on the valve leaflets and pannus overgrowth on the aortic side mostly on the posts of the transcatheter heart valve were noted. The patient was stable and discharged 7 days post explant procedure.

Manufacturer narrative:
A supplemental MDR is being submitted based on medical record review. The following sections of this report have been updated: b5 (describe event or problem), b7 (other relevant medical history), and h6 (device code).

Manufacturer narrative:
The 20mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No imaging was provided. A device history record (DHR) and lot history review were performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Physicians are extensively trained by edwards before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at greater or equal 250 seconds) during the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The complaints for stenosis and host tissue were confirmed based on echo report/medical records. No manufacturing non-conformance was identified during evaluation. A review of DHR, lot history and complaint history did not reveal any indication that a manufacturing nonconformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per procedure, 'host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve.' As reported, the patient had hyperlipidemia. It is well known that patient with hyperlipidemia may increase the risk of developing aortic stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (co-morbidities [hyperlipidemia], tissue in-growth and decreased excursion of leaflets) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU, labeling or training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.